Manufacturer narrative:
Device evaluation: analysis of the returned device identified: extended opening and underweight. A visual and microscopic analysis were performed which identified: sharp opening on posterior assessed as surgical impact opening, stress mark in the shell, wear abrasion and fold creases. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening additional, changed, and/or corrected data: b.5, d.7, d.10, e.1, g.3, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and concern with product. Device remains implanted.